Event description:
It was reported that there was urinary frequency and a lack of efficacy. The device was replaced on (B)(6) 2015. The outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study reported the battery depletion was normal. There was no patient death.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the significant anomaly; it was noted the battery was at normal end of life with no telemetry or output.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v649838, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the device was unable to be interrogated at the time of visit due to battery depletion. The battery depletion was noted as battery end of life.